Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A balance middleweight (bmw) universal ii guide wire was being advanced when the coating was noted to be peeling. The guide wire was removed and a same sized guide wire was used to successfully complete the procedure. No portion of the device remains in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire; however, the reported peeling and contamination were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to polymer/core peeling during the procedure may include but not limited to mishandling of the device during manufacturing, preparation, device interactions or patient anatomical conditions. The investigation was unable to determine a conclusive cause for the reported peeling and blue contamination. The noted kink on the shaping ribbon likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A balance middleweight (bmw) universal ii guide wire was being advanced when the coating was noted to be peeling. The guide wire was removed and a same sized guide wire was used to successfully complete the procedure. No portion of the device remains in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account contact reported that blue particles were observed after removal from the patient and packaging for return in the guidewire packaging. They suspect the blue particles were coming from the device but cannot confirm. No additional information was provided.